Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient's cgm reading was below 50 mg/dl. Initially the patient did not experience any symptoms but after a while the patient experienced sweating, thirst, dry mouth and nausea. The patient took a fingerstick and while the cgm reading was below 50 mg/dl, and the blood glucose reading was 572, 585, and 600 mg/dl. The patient decided to go to the hospital by the mother, and when a fingerstick was taken there the cgm reading was 42 mg/dl, and the blood glucose reading was 600 mg/dl. The patient was treated with intravenous fluids and was discharged on the same day. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. At the hospital, the reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.